Event description:
Customer reported that pump screen was not turning on, indicating a malfunction without a specific cause. There was no adverse impact to customer's blood glucose level. Tandem technical support arranged for a replacement pump as it was under warranty. The customer planned to use a multiple daily injection (mdi) method for insulin delivery while waiting for the replacement. Technical support provided instructions for returning the problematic pump and ensuring its shipment within the stipulated timeframe.